Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The software was reinstalled as a preventive measure. Per device history record review, during manufacture of the device the latch lock flex sensor was reworked, and device passed functional tests after the rework. There was no indication of a manufacturing defect during the investigation. Per service history review this device has not been in for service previously., corrected data: h6: health effects

Event description:
It was reported that the device had an error code. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.